Event description:
Caller states the patient tested 3.8 inr on the coaguchek xs plus system while a comparison lab returned as 2.8 inr. The sample used for the meter was taken from the venous draw puncture wound after the venous draw. No actions taken based on the device result. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6).